Manufacturer narrative:
The analysis of the collimator was completed by medtronic personnel. Visual inspection noted that the drive wire was displaced from the guide wire. Once reseated, the unit passed functional testing. Analysis of the gantry cover was completed by medtronic personnel. Testing found that the cover was damaged as pieces were broken off due to the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the collimator of the imaging system was jammed and not passing homing testing. To restore functionality, the collimator and inner gantry cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a piece of the drape was caught in the system when rotating the x-ray tube and detector. It was noted there was a crack in the gantry of the imaging system as well as an unintended noise emitting from the gantry. Additionally, the issue occurred following an anterior posterior (ap) image acquisition. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that, while testing the imaging system, the reported issue resulted in the imaging system displaying a collimator error and the collimator jamming.